Event description:
The customer had high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer was treated with a syringe with about 10 units and that is what brought his blood glucose down. The troubleshooting was performed. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instruction. The customer was advised about the 2 high blood glucose rule.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.